Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl and stayed within a safe range. Technical support provided information to reset the pump and assisted the customer in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.